Event description:
On 03/13/2008 the patient reported by letter that she has experienced occlusion errors during basal delivery with her current box of infusion sets. She stated that on 6-8 occasions she experienced elevated blood glucose and ketoacidosis. Upon follow up with the patient she reported that the issue began in 2007. When she experienced an occlusion error she changed the infusion set and she bolused for elevated blood glucose. Her highest blood glucose reading was 540 mg/dl. Her normal blood glucose level is 120 mg/dl. No further information is available. Product was replaced and requested to be returned for evaluation.